Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the affiliate that the pmw35 would not staple the tissue, since the staple would not release from the skin smoothly. Another instrument was used to complete the skin. There was no consequence to the pt.